Event description:
Reportedly, during a pacemaker check on (B)(6) 2013, magnet rate in battery status was 78min-1. However, on (B)(6) 2013, magnet rate was 96min-1. Normal pacemaker behavior (except magnet rate) was observed. Preliminary analysis revealed that the reported behavior resulted from alteration of some data in device memory. This alteration occurred on (B)(6) 2013 during communication operations with the programmer. A device re-initialization will be performed on (B)(6) 2013 to restore normal behaviour.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.